Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the channel cleaning brush could not be inserted properly due to blockage of channel tube. Forceps could not be inserted due to blocking of channel tube. The gap of the up/down knob was out of standards due to worn of angle-wire. The up/down knob was out of standards due to deformation of the locking engagement lever. The water quantity was out of standards due to blockage of nozzle. The condition of the light guide bundle was not good. There was a gap at the adhesive part of the distal end. The color of the connecting tube changed. The scope-cover was deformed. The electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the evis lucera gastrointestinal videoscope had debris in the suction channel. The issue was found during preparation for use. The procedure continued with a similar device and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the suction channel could not be identified and the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.